Event description:
Pt was having a left total knee arthroplasty. A collet attachment for the conmed drill broke and a tiny metal ball bearing was seen by surgeon in the operative site. Surgeon removed the ball. This was reported to the local rep for the company, (B)(4), surgical consultant with conmed linvatec/ hall powered instruments. The instrument is owned by this hospital and is a reprocessed pindriver for a surgical drill. This pindriver was sent in for complete refurbishing within the past 120 days.